Manufacturer narrative:
(B)(4). The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that a seven day infusor was leaking through the housing before use. The device had been filled with 1890 milligrams of fluorouracil in 92.4 milliliters of normal saline for one day when the leak was observed. There was no report of patient injury or medical intervention. No additional information is available at this time.